Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter complained of discrepant results for 2 patient samples tested for elecysys ft4 ii (ft4 ii), elecsys tsh (tsh) and elecsys ft3 iii (ft3 iii) on a cobas e801 module compared to the architect method. The customer submitted a sample from each patient for investigation. Discrepant results were identified for tsh, ft4 ii, elecsys ft4 iii (ft4 iii) and ft3 iii between the customer's e801 module, the centaur method and the e801 module used at the investigation site. This medwatch will cover ft4 ii. Refer to medwatch with patient identifier (B)(6) for information on the ft3 iii results, medwatch with patient identifier (B)(6) for information on the tsh results and medwatch with patient identifier (B)(6) for information on the ft4 iii results. The erroneous results from the customer site were reported outside of the laboratory. There was no allegation that an adverse event occurred. The customer's e801 module serial number was (B)(4). The e801 module serial number used at the investigation site was (B)(4). The ft4 ii reagent lot number used at the investigation site was 341695 with an expiration date of sep-2019.

Manufacturer narrative:
The investigation confirmed the customer¿s results for both patient samples. No interfering factors were identified in the sample from patient 1. An interfering factor was identified in the sample from patient 2. This interference is documented in product labeling. The investigation did not identify a product problem.